Manufacturer narrative:
The manufacturer has become aware of a recent trend in reports of serious injuries and deaths associated with the process of changing from a primary system controller to their backup system controller in patients using the "pocket" system controller. These reports are being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice ((B)(4)) dated march 4, 2014, was sent to customers. The backup system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient received an unknown alarm and decided that a system controller change was necessary. The patient had an oversewn aortic valve and the wife was going to conduct the exchange. The wife was unable to reconnect the driveline into the new system controller and the patient lost consciousness. Ems was called and when they arrived, they were able to reconnect the driveline. The patient was transported to the local e.r. Where support was later withdrawn.